Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that the cadd legacy pump showed an intermittent defect alarm: air in line detected. This alarm resulted from a defect in the air detection sensor. No patient injury or complications were reported in relation to this event.